Event description:
It was reported via fax: "a" or "b" output energy too low and power energy fail error messages displayed on screen. Further investigation by field service found the internal local loop detector was not functioning. No injuries reported.